Event description:
Philips received a complaint from customer biomed reporting an intermittent alarm on the v60 ventilator indicating a speaker test at power on self-test (post) was performed. The device was not in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
The biomed engineer (bme) reported no issues were experienced on this device until after field change order service activity was completed in march 2023. Per the v60 service manual, the device will display either a pass, for which no action is required, or a fail, for which recommended repair is provided. The bme did not report the test result in the initial report. A philips field service engineer (fse) evaluated the device and reported the issue could not be duplicated. The speaker measurement results were within manufacturer's specifications. The fse replaced the speaker assembly proactively to prevent further electrical connection issues. The device was tested in an extended run cycle and no anomalies occurred. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.